Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side intracapsular rupture. The device has been explanted.

Event description:
Healthcare professional reported left side intracapsular rupture. The device has been explanted.

Manufacturer narrative:
Device photo evaluation: ¿ rupture: rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported left side intracapsular rupture. The device has been explanted.

Manufacturer narrative:
Laboratory analysis summary the device related to the reported event of rupture was received on november 06, 2024, with lot number 2448275. Based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed broken assessed as unidentified (tear) opening (shell thickness within specification) and missing piece of shell assessed as inconclusive. No other observations observed, no further actions are required.